Event description:
A home patient contacted baxter's technical service center for assistance during the prime cycle. Per initial report, the home patient was connected during the prime cycle. No patient injury or medical intervention was indicated at the time of the initial report.